Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent l5-s1 intradiskal electro thermal therapy. The patient tolerated the procedure well. (B)(6) 2007 the patient presented with pre-op diagnosis: degenerative lumbar disk disease. The patient underwent: 1. Left transrectus retroperitoneal exposure of the l5-s1 interscape for interbody fusion and plating. 2. Plating of two on-q pump catheters for pain control and to potentially decrease narcotic use. Patient tolerated the procedure well. (B)(6) 2007 the patient presented with pre-op diagnosis: severe degenerative disk disease l5-s1. The patient underwent: 1. Anterior lumbar diskectomy, l5-s1. 2. Anterior lumbar interbody fusion l5-s1. 3. Application of intravertebral peek biomechanical threaded cage, anterior lumbar plating l5 and s1. 4. Bmp and allograft l5 and s1. 5. Arthrodesis l5-s1. As per op notes, at first, location of l5-s1 disk space was confirmed through fluoroscopy. The disk material was removed. 12mm plug was deemed appropriate for the disk space. Then the double-barrel guide cube, the 12m distraction plug, were tapped into place intermittent eh midline. Then the outer catheter was removed, and the secondary cath was placed and tapped the tangs into place while using dak retractors to retract the iliac vessels. Then the first plug was removed, reamed the second and then the secondary plug was placed and reamed the first hole. Then two bmp sponges and 16mm lp peek interbody threaded cages were tacked. These were placed one by one. Then bdx was used and packed around the cages. Then a 25 size plate was placed. Then the hole was tapped and 30mm screws were placed and tightened. The top-loading locking plate was placed and secured and checked under fluoroscopy. The cages were in excellent position. Patient was returned to the recovery room in stable condition. Post operatively patient sustained unspecified injuries due to rhbmp-2.